Event description:
The procedure was completed using the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. B5: the information included in b5 was inadvertently omitted from the inittial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the gap between the acoustic lens and ultrasonic probe was unable to be identified. The following is included in the instructions for use: ¿warning: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Due to a cut on sw1, water tightness is lost. There were few additional findings. Due to damage on switch, the image was frozen and recorded on its own. Due to wear of forceps elevator lever, up/down knob could not be locked securely. Switch 1 had a cut. Scope body had a crack. Grip had a scratch. Air/water-cylinder had discoloration. Suction cylinder had discoloration. Because guide pin of electrical connector was shaved, water tightness was lost. Due to deformation of scope connector, water tightness was lost. Due to damage on bending section cover, insulation resistance value at distal end does not meet the standard value. Acoustic lens and distal end had a scratch. Adhesive around objective lens had corrosion. Adhesive around light guide lens had worn out. Adhesive on bending section cover had a chip. Connecting tube had buckling. Due to damage on connecting tube, insertion section was flabby. Ultrasonic probe was loose. Universal cord had buckling. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrovideoscope exhibited leakage from the switch and the connecting tube was damaged. The issue was found during a diagnostic procedure. The procedure was completed with a similar device. There was no extension of procedure. The device was returned and an evaluation at the repair center revealed a gap of adhesive on the distal end, between the acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.